Event description:
The customer reported being hospitalized due to low blood glucose and was in coma. The customer stated that she has gone through three quick serter because they were not working. The customer expressed being very frustrated that she has lost her job and has hard time. Troubleshooting was performed, and the no delivery alarm was recurring. The customer stated that sometimes the tubing connector and sometimes the site needle is also bent. Advised the caller to change the reservoir with current set and to verify the connection is secure. The customer stated that changing the reservoir resolved the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-95451.